Event description:
It was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Additionally, the customer had an alternate pump and contacted a healthcare provider to obtain supplemental insulin therapy. There was no adverse impact to the customer¿s blood glucose level.